Event description:
Following standard procedures the epidural catheter was introduced through a "t" needle at the l3-l4 level. Epidural vein was encountered. Physician attempted to withdraw the catheter and needle simultaneously but was unable to due to tightness of the ligaments and 2.7 cm of the catheter was shorn off and remains in the epidural space. Pt continues to by asymptomatic as of third postoperative day.